Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have signs of melting and burning on connector pins 3 and 4. No adverse event reported. Suspect device was returned and replacement was sent.